Event description:
It was reported that the right ventricular (rv) lead had perforated the ventricular septum during lead manipulation. The lead was attempted in one location, but the patient developed complete heart block and went into cardiac arrest twice. The lead was positioned into a different location. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: competitive implantable pacing lead (B)(6) 2012. (B)(4).